Event description:
The customer stated that his blood glucose readings had been lower than usual. He received readings of 60, 40, and 80 mg/dl and "lo." While troubleshooting, he performed control tests and received results of 52 and 47 mg/dl. The normal control range was 94-130 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.